Event description:
It was reported that during a lap splenectomy procedure, the clips were fired, but would not close. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.